Manufacturer narrative:
Age at time of event: patient was 18 years or older. Device is a combination product. Device evaluation by MFR: promus element plus,mr,ous 2.75 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid and proximal region were lifted, stretched and pulled in a proximal direction over the proximal markerband. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no iand a visual issues. A visual and tactile examination of the outer and mid-shaft section examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 01 jul 2020. It was reported that crossing difficulty was encountered. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.75 x 12mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion even after multiple attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.